Event description:
It was reported by the patient that the patient could not have magnetic resonance imaging (MRI) because one of the leads has "too much impedance" and had "pulled out of the heart." Follow-up with the physician's office clarified that the right ventricular lead had pulled back - but was not dislodged - and while the impedance was normal, it had a threshold of 2.5 volts, which does not meet the food and drug administration's guidelines for MRI acceptability. The patient had been seen and had done a remote transmission; the lead is functioning normally, there is no planned intervention and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)